Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code 433 and failed to start up. The malfunction occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer reported event was not reproduced during the investigation. However, error e433 was found in history and recorded in the error log. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.